Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The lot number is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that two of the customer's gryphon drill bits were dull. The sales rep could not confirm if they became dull during this case or if they were dull from use over time. The sales rep stated that the patient had hard bone. The case was completed with a third like-device with no patient harm or delays. The sales rep could not provide a lot number for either device. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Investigation summary : it was reported that the complaint device was discarded; therefore, a physical evaluation cannot be conducted. The reported complaint cannot be confirmed. The report of a dull drill bit may be caused by wear of the device due to repeated use and/or use on hard bone; however, a specific root cause the reported device failure cannot be determined. Furthermore, a lot number could not be provided, which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.